Event description:
Medtronic received information regarding a navigation device. It was reported that while in a case they are unable to get there instruments to pass. Switched to plug and play and the field of view appears to have shrunken significantly. They can not get they patient tracker to pass 1.2mm geometry error. When moving the plug and play around once they get to the test dummies for head the plug and play goes red. They switched to a side emitter and were able to move on with the case. There was no patient impact and a delay of less than 1 hour.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. D10: section d information references the main component of the system. Other relevant device(s) are: product ID: , lot #: 603000353, ubd: unknown, UDI#: unknown product ID: , software version #: 1.3.2 f1908: delay of less than one hour f26: no patient impact g02008: software g02018: emitter h3, h6: the system was serviced in the field. The flat emitter was replaced. Codes b01, c02, and d02 are applicable. H3, h6: the returned emitter was analyzed. No failures were found. Codes b01, c19, and d14 are applicable. H3, h6: software analysis was performed. It was found that there was insufficient information to determine whether a software anomaly contributed to the event. Codes b01, c19, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.